Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a21 alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump¿s buttons were not responding. The blood glucose was unknown. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. The customer stated that insulin pump had stuck button alarm. The customer stated that insulin pump had unexpected restart alarm. Customer reports they were unable to clear the alarm. The customer reports the unexpected restart followed by the frozen display after the troubleshooting was performed. The customer advised to revert as per healthcare professional instructions. The customer reports time was advances. The device will be returned for the analysis.